Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: after the first firing, the black return knob was retracted, but jaws would not open. Using the pean forceps, the jaws were opened and the device could be removed from tissue. Some proximal staples were not formed properly and fell into the cavity. All could be retrieved. The un-stapled part was sutured manually. Bleeding was less than 200cc. Operating room time was extended more than 30 minutes. The pt is under observation.